Event description:
A physician reported four (4) separate events of vessel occlusion following angio-seal placement to the MFR. All four cases were reportedly successfully treated via an add'l percutaneous transluminal angioplasty stent procedure. There has been no further report to the MFR of further complication or pt sequelae.